Event description:
It was reported that the user¿s dexcom g7 sensor expired, the pharmacy had no replacement available, and the ilet entered bg run mode requiring periodic fingerstick entries; the user requested guidance on frequency and was advised to enter blood glucose at least every four hours for up to seventy-two hours, and was then transferred to dexcom for additional support. There were no reported symptoms or adverse clinical effects. Outcomes included continued therapy in bg run mode with user education provided and dosing expected to stop soon without required entries. Investigation included a technical review and user coaching on operating the system in bg run mode and external coordination with thecontinuous glucose monitor (cgm) manufacturer. Investigation of this case revealed a sensor expiration that led to loss of cgm data input, triggering bg run mode as designed; no device malfunction of the ilet or its components was identified. It was concluded, based on previously established findings for similar reports, that the cause was use conditions associated with an expired cgm sensor and external supply availability.